Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window. The visual inspection showed that the damage to the lcd screen was a scratch and not a crack as reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported there was a crack on his insulin pump's screen. He stated the crack was at the right corner of his screen. The customer's blood glucose was unknown. He was unaware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.